Manufacturer narrative:
The bsv was not rotating correctly so the bsv and its components were replaced by the fse. The repairs were verified per established service procedures. (B)(4).

Event description:
While a field service engineer (fse) was troubleshooting an unrelated event, the fse discovered that the blood sampling valve (bsv) was not rotating correctly on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.